Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported manufacturer representative (rep) saw patient who has implantable neurostimulator (ins) on (B)(6) 2025 together with healthcare professional (hcp). The ins was done about a year ago and is already showing a ¿low battery¿ message, most likely due to the high impedances of the system. The rep saw message of ¿the system is using the maximum allowed settings. It is not possible to increase the therapy settings¿ and >4k impedances. With hcp, they agreed that the patient will have a sacral x-ray to check the implant, and then we will proceed with a revision in the operating room to test the electrode and, if necessary, replace the electrode and the ins. At the moment, they do not know what is causing this situation, as the patient has not had any falls or undergone MRI exams.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that revision surgery is scheduled for (B)(6) 2025 and they indicated the ins will be returned for analysis.

Manufacturer narrative:
B5 has been updated to include information previously captured in [2182207-2025-03331] [(B)(4)] as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the results of the x-ray showed no damage to the electrode or to the connection. A revision is scheduled for november. The cause of the low battery message was undetermined. The most likely cause may be the high impedances. The cause of the message of "the system is using the maximum allowed settings. It is not possible to increase the therapy settings" was due to high impedances. The cause of the high impedances was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the revision surgery was completed on (B)(6) 2025. The ipg (interstim x) was replaced and they checked the electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.